Manufacturer narrative:
The event is currently under investigation.

Event description:
Upon removing the introducer sheath, the sheath broke and piece of the device were snared out of the patient. .a section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Corrected data: (B)(4). Device available for evaluation. Investigation evaluation: one used jcd4.0-18-10.0-mpis-sc-sst component of mpis-401-10.0-sc-nt-sst set was returned for evaluation. Inspection of the device showed that the outer catheter shaft was fractured approximately 2 cm from the hub, with approximately 3 mm of stretched material present at that location. The outer shaft was also kinked approximately 3 cm from the tip, resulting in the tip being bent approximately 20 degrees. Customer testimony indicates that the fractured portion of the sheath was removed from the patient via a snare. No portion of the device remained in the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint device was produced from either lot 6026944 or 5951413. The sheath component of the complaint device is manufactured by cook polymer technology as part number ptwt-4.0-42-10. Review of the device history record for lots 6026944 and 5951413 identified the lot numbers for the outer catheter to be lot j256852h, j256852a, j256852m, j255812g, or j255812f. It is feasible to suggest the device encountered forces beyond its intended design, which caused the noted failure.